Event description:
Customer reported erroneous accu tni (troponin I) test results were obtained on a unicel dxi 800 access immunoassay system. The erroneous test results were reported out of the laboratory. The test results for one patient sample were questioned by the physician. After the erroneous test results were identified for this patient, the customer stated that they did go back and pull approximately 42 or 45 specimens. The laboratory sent out 39 corrected reports. The initial erroneous result was reported out of the laboratory. On (B)(4) 2009, the customer stated that they were not aware of any change to patient treatment based on those corrected reports and only knows of the one sample being questioned by the physician. There were reports of death or serious injury associated with this event.

Manufacturer narrative:
Samples were collected in plastic tubes with a gel separator and centrifuged for five minutes at 3500. Quality control was within the customer's established ranges prior to the event. On (B)(4) 2009, the field service engineer (fse) observed gel on the sample probe and wash tower. Replaced the probe, cleaned all wash tower nozzles, replaced the duckbill and performed alignments. Ran a carryover test which failed. Replaced all peri-pump tubing and checked alignments. Another carryover test was performed which failed again. The fse then replaced the sample probe, all wash tower nozzles, aspirate probes and peri-pump and waste tubing. Alignments were performed and the fse ran a special clean. The fse then performed a high sensitivity system check, routine system check, carryover test, 160 replicate accutni precision test and qc; all testing passed within instrument/assay specifications. All repairs were verified per established procedures and all results met published performance specifications. Hardware issues were resolved with the service evaluation. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.